Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the cracked distal end could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, inspection found:bending section cover adhesive was worn and leaking, electrical connector guide pins was leaking, distal end cover was leaking, distal end cover insulation test failed, the ultrasound echo signal missing exceeds the specification, the bending angles does not meet specification, and air/water mouthpiece is loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there was a loose side channel on the evis exera ii ultrasound gastrovideoscope. The issue was found during maintenance. Upon inspection of the customer¿s returned device it was observed, the distal end had a crack. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.